Event description:
The customer returned the product to the distributor complaining the product was found to be faulty. The fiber optic did not react and there was no reading on the monitor. No patient injury was reported, unknown if intervention was required.